Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable after the patient underwent an unrelated surgical procedure. The patient allegedly placed their ipg into surgery mode prior to the procedure but that is unconfirmed. As a result, the patient plans to undergo surgical intervention to address the issue.

Event description:
Further follow-up indicates the ipg was explanted and replaced on (B)(6) 2018. Therapy was restored.